Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter was reading both inaccurately erratic and inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began on an unspecified date in (B)(6) 2016. The patient claimed obtaining blood glucose readings of 119, 94, 99, 119, 99, 114 and 108 mg/dl with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lfs criteria for precision. The patient also claimed obtaining a blood glucose reading of over 100 mg/dl with the subject meter which they felt was high compared to their feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. Furthermore, the patient claimed obtaining blood glucose readings of 119 and 94 mg/dl with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs criteria for precision. During the call, the patient advised the csr that they do not take any medication to manage their diabetes and reported that they continued to follow their usual diabetes management regimen in response to the alleged issue. The patient reported that they developed the symptoms of feeling sweaty and dizzy approximately 1 hour after the alleged issue began. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter, that the patient was following the correct testing process and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient didnt have testing supplies available to test the subject device. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.